Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from portuguese: "22 caliber nexiva was used on the patient and there was a leak in the material."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from portuguese: "22 caliber nexiva was used on the patient and there was a leak in the material."